Event description:
The rptr received an er1 message last week. He retested and got a result and felt that the meter worked properly. He made no allegation of harm. He has not made any changes to his medication.